Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was admitted to the hospital for the event; however, the patient was discharged the same day. Treatment rendered for the event was not reported. At the time of this report, the patient was not recovered from this peritonitis event. Dianeal and physioneal therapies were ongoing. No additional information is available.